Manufacturer narrative:
The insulin pump had a frozen screen during the initiation count up due to a problem with the mother board. Unable to perform further testing due to the frozen screen.

Event description:
The customer reported that the insulin pump screen appears to be changing fonts. The customer also stated that the screen freezes at times. Advised that the insulin pump would be replaced. Nothing further was reported.